Event description:
Per the clinic, the receiver/stimulator of the implant became exposed due to prolonged magnet wear, which subsequently led to skin necrosis. The device was then explanted on (B)(6) 2025. The patient was reimplanted on contralateral side with another cochlear device during the same surgery.